Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the bubble generator to resolve the issue. Customer noted there was one patient which underwent a change in treatment due to event and customer has not provided additional information. Multiple attempts were made to obtain additional information by beckman. Customer was contacted multiple times and customer did not reply and has not provided any information in regards to the patient treatment change or which chemistry the customer based the treatment off of. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported multiple erratic erroneous patient results generated for chol (cholesterol), mg (magnesium) and tg (triglyceride) on their unicel dxc 800 pro synchron system. The erroneous patient results were reported out of laboratory and later they were amended. Customer states one patient treatment was changed due to event and customer has not provided any additional information. There was no affect to other patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event.